Event description:
A purchasing agent reported a broken haptic on an intraocular lens (iol) and a capsular bag tear. In a follow-up, the surgeon stated that the iol was removed and a minimal vitrectomy was performed. Also, he reported that the prognosis for the patient as "excellent". In the surgeon's opinion, the device did cause/contribute to the event but he is unsure whether malrotation of the lens in the cartridge or the loading method is the cause.

Manufacturer narrative:
The product was returned for analysis. Both haptics were tucked in on the anterior optic surface. The haptics did not appear to have any broken areas. The tip of the nozzle is stressed-rejectable. The observations noted reasonably suggest that the damage was closely related to non-adherence to the direction for use. The damage can occur when an insufficient quantity of lubricating solution is present between the lens and the cartridge lumen (wall) or when the lens is not positioned correctly in the cartridge. Evaluation also observed a lack of lubricating solution. Product history records could not be reviewed for the device because the facility did not provide a lot number of any identification traceable to the manufacturing documentation. Additional information was requested on 09/24/2008 by fax and mail. A completed questionnaire was received on 09/25/2008. This report was mailed to FDA on: 10/22/2008.